Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the patient outcome, the patient expired due to cardiac arrest. The device will not be returned for evaluation. Per the vad coordinator; the daughter informed me (vc) after the event that she stopped giving her mother (the patient) one of her medications without notifying the team, this happened to make her more prone to having low flow alarms which she had been having at night while on her mpu so she took it upon herself to use her batteries more frequently while she slept because she was convinced the mpu was malfunctioning. She mistakenly connected two batteries that had been used and not fully charged while she was sleeping and because the patient is partially deaf she did not hear the device alarming. The daughter was tending to her father-in-law (patients husband) who is wheelchair bound and requires total assistance per her report at the time then found her mother unconscious with the device was alarming, that was when she called the ambulance but she had expired before they arrived.

Manufacturer narrative:
Section b2-date of death: corrected data. Sections d4, h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported that the patient expired on (B)(6) 2020, due to cardiac arrest. It was reported that the patient¿s daughter stopped giving the patient one of her medications without notifying the team, which made the patient more prone to having low flow alarms at night while supported by the mpu. The patient believed this to be a problem with the mpu, so they began to sleep at night while connected to battery power. The patient mistakenly connected two batteries that were not fully charged and didn¿t hear alarms because she was partially deaf. The patient was found unconscious with the device alarming, and the patient expired before emergency services arrived. The device operated as intended and will not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU warns patients to not use batteries to power the system when the patient is sleeping. ¿the patient must always connect to the power module for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms.¿ the heartmate ii left ventricular assist system instructions for use explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the heartmate ii left ventricular assist system instructions for use. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2012. No further information was provided. The manufacturer is closing the file on this event.